Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitive right ventricular (rv) lead were exhibiting oversensed noise. A review of electrograms showed that the noise did inhibit rv pacing for approximately 4-5 seconds. All lead measurements are normal and stable. The possibility of emi exposure or diaphragmatic oversensing was discussed. No adverse patient effects have been reported as a result of these observations. The patient has a history of being non-compliant with follow-up, and has not been seen in clinic to address these observations.